Manufacturer narrative:
(B)(4). A total of four samples were rec'd on (B)(4) 2014 for analysis of the customer reported issue. Additionally, a photo was provided but it has been confirmed that the photo is not associated to any of the samples returned for analysis. Covidien sales representative has confirmed that the customer cannot associate returned samples/lots# with specific patient events. Investigation efforts for the customer report are ongoing. A summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report that the tube developed a cuff leak shortly after insertion. The customer reported that replacement of the tube was required. The customer reported a total of nine occurrences. Cross reference associated MFR#s: 2936999-2014-00134, 2936999-2014-00135, 2936999-2014-00136, 2936999-2014-00137, 2936999-2014-00138, 2936999-2014-00139, 2936999-2014-00140, and 2936999-2014-00141. Covidien is in progress of gathering further details surround the circumstances of the reported events.